Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter that the reservoir of an intermate sv 100 device had ruptured after the device was filled with a 100ml solution of tobramycin and sodium chloride. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.